Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: DHR review was performed on the following sub assembly lot numbers: 6344908 ¿ (B)(4), 6350582 ¿ (B)(4). Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications, in accordance with the sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in process samples (including but not limited) for leakage, slit quality and bond/weld strength were performed throughout the process, all the inspections passed per specifications. No significant discoveries were found. Units were not received for observation and testing. Investigation conclusion: the defect leakage; as stated as the reported code could not be identified or confirmed and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Root cause description: without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device leaked on several occasions during use. No injury or medical intervention.